Event description:
It was reported to boston scientific corporation that on (B)(6) 2012, while unpacking the order, the materials coordinator noticed a hair inside the sealed pouch. No damage was noted to the shipping box or device packaging. The sterile barrier was not compromised. Additionally, there we no other issues noted with this device. Furthermore no patient or procedure was involved.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2012, while unpacking the order, the materials coordinator noticed a hair inside the sealed pouch. No damage was noted to the shipping box or device packaging. The sterile barrier was not compromised. Additionally, there we no other issues noted with this device. Furthermore, no patient or procedure was involved.

Manufacturer narrative:
A visual examination found the device returned in its original sealed pouch with a hair visibly present within the pouch. Based on the reported event, functional and dimensional analyses were not required. The reported event of foreign material present within the sealed pouch was confirmed. It is important to mention that the manufacturing process includes extensive inspections to ensure that all finished product conforms to specification. However, the issue was observed after unpacking the device, prior to opening the package for use. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.